Event description:
It was reported that the pacemaker system exhibited low, out-of-range right atrial (ra) pacing impedances measuring less than 200 ohms. Additionally, there was noise noted on atrial tachy response (atr) episodes. At this time, the device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).